Event description:
It was reported that the patient presented to the clinic in 2008, with bloody drainage form the pump wound. The pump site initially had a hematoma that leaked. The wound was revised. During the surgery, it was noted that the base of the wound was covered with a granulated "mustard-yellow" granulated area with spotty pinpoint hemorrhaging suggestive of infection. The would recently began to leak again; the entire system was removed. The patient recovered without sequela. The pump contained hydromorphone 3.0 mg/ml; bupivicaine 40 mg/ml; clonidine 400 mcg/ml and compounded baclofen 400 mcg/ml at a simple continuous delivery of 0.2665 ml. The patient also had a patient therapy manager with 10 maximum activations per day.